Event description:
The following was reported to hamilton medical ag: summary: the report from hospital say: on (B)(6) 2023, medical personnel used this device to assist patients in breathing. During the use of the device, the screen bounced up and down, causing blurring, and the information on the device screen to not be displayed properly.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the lcd display has been identified to be the faulty component. Replacement of the defective component.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the lcd display has been identified to be the faulty component. Replacement of the defective component. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary: the report from hospital say: on (B)(6) 2023, medical personnel used this device to assist patients in breathing. During the use of the device, the screen bounced up and down, causing blurring, and the information on the device screen to not be displayed properly.